Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed about 4-6 beats that are undersensed, however because the rate was so fast, it did not delay detection or therapy. The undersensed beats fell into the vs refractory period. The device was implanted one week ago.